Event description:
It was reported that the small battery drive device did not work. It was not reported if the device was used in surgery. There was no patient involvement reported. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the unit did not run at full speed and failed power test. It was noted that the electronic control unit and electric motor did not function properly. It was determined that this condition was most likely due to wear on mechanical and electronic components from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.